Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the iol was implanted and had a scratch on the optic. The iol was explanted and a backup lens was used. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. The returned lens matches the provided photo(s). Solution is dried on the lens. The optic is pressed against and between three posts in the lens case. One haptic is broken in the gusset area (not returned). A piece of the haptic is left broken at the optic junction and attached by a small piece of lens material. The opposite haptic is broken in the distal area (not returned). The optic is split from the edge across the center of the lens. A scratch is observed in the center of the anterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that the standby lens was implanted without complications and the patient was not harmed.